Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device system was surgically explanted. No product allegations have been received at this time. Besides surgical intervention, no additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device system was surgically explanted. No product allegations have been received at this time. Besides surgical intervention, no additional adverse patient effects were reported. New information was received that this cardiac resynchronization therapy defibrillator (crt-d) device remains implanted. The patient was admitted to hospital and treated in may 2022, for an infection in their spine. This was not cardiac related. Device remains implanted. No adverse patient effects were reported.,

Manufacturer narrative:
This product remains implanted and has not been returned. . As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.